Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this implantable pacemaker and non-boston scientific right ventricular (rv) and right atrial (ra) leads presented to the emergency room (ER) with a heart rate in the 20 beats per minute (bpm) range. The patient was symptomatic due to the low heart rate. There was loss of capture noted. An x-ray was performed which noted that the leads were not fully seated in the device header from the original implant. There were also impedance and threshold measurement changes. The device outputs were reprogrammed to ensure capture. A surgical revision was subsequently performed and the leads were tested and fully inserted into the device header. No additional adverse patient effects were reported. The device remains in service.